Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2020 via tha. During the surgery, when the surgeon impacted a cup, the impactor broke. There was no harm to the patient. The impactor was relatively new product. No further information is available.

Manufacturer narrative:
Product complaint #:(B)(4). Investigation summary :(B)(4).examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative: added: d10 corrected: h3 and h4.